Event description:
The account alleged they had a pt fall out of the bed while the pt was leaning on the siderail, the siderail lowered and the pt fell out of bed. No serious injury occurred.

Manufacturer narrative:
The technician investigated and could not duplicate any latching issues with the bed, all siderails locked and held. Technician found no problem with the bed.